Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose(bg) level; value not provided. In addition it was reported that the customer experienced an elevated bg level, value not provided, and that the pump would charge intermittently. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support.